Event description:
It was reported there was a revision surgery performed to remove the implant due to patient experiencing an infection in the left mandible.

Manufacturer narrative:
It was determined after receiving further clarification from stryker's global medical expert, this device did not cause or contribute to the infection. This supplemental is being filed to identify an MDR was not required for this event.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there was a revision surgery performed to remove the implant due to patient experiencing an infection in the left mandible.